Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm curved tip stapler 30 instrument for failure analysis investigation. The instrument was analyzed and found to have loose a staple lodged in jaws at the disposable loading unit (dlu) pins. A tweezer was used to remove the lodged staple, and one was confirmed. As a result, the reload was unable to attach to the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip stapler 30 instrument had staple fragments jammed in the instrument and the reload could not be inserted. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event.